Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: the photos were received by bd for evaluation. A quality engineer was able to review the photo of a blister pack for discarditii 2ml with 24*1 (india),from lot # 1179761 regarding item # 300847 with the reported issue that ¿discardit 2ml with 24 g & 5ml with 24g needle having issues in blood withdrawal. After .1 or.2ml, the syringes are failing to aspirate the blood and it takes air inside¿. The DHR of material number 300847 and lot number 1179761 was checked and no quality notification was recorded on this lot. No samples and four photographs were received from the customer and were used for investigation of the reported defects. The investigation team also used retention samples of material code 300847 and lot number 1179761 for investigating the reported defect. None of the ten retention samples used for investigation showed any syringe failing to aspirate the blood and it is taking air inside. As only four photographs available for investigation the customer the defect cannot be confirmed. A simulation of the defect was performed on the retention samples by damaging them in different areas and ways to confirm the defect. The simulation failed to confirm the reported defect. The defect cannot be confirmed. The probable root cause could be the use of a different needle other than the one provided along with the syringe. A different needle hub may have a different fitment that could lead to this defect. But to confirm the aspiration difficulty and air suction the investigating team requires the original sample. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd discardit¿ ii syringe had air bubbles foaming in the blood while drawing it up. This occurred with 7 syringes. The following information was provided by the initial reporter: "discardit 2ml with 24 g & 5ml with 24g needle having issues in blood withdrawal. After .1 or.2ml, the syringes are failing to aspirate the blood and it takes air inside."